Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient developed cardiac tamponade, possibly due to left ventricular lead perforation. The CT scan was inconclusive. The condition of the patient was stable.